Event description:
It was reported by the patient that a physician deployed a starclose se clip in the right common femoral artery (rcfa) after a coronary diagnostic procedure. The patient reported that when the physician performed the puncture of the rcfa and inserted the sheath and the diagnostic catheter (non-abbott device), the patient felt intense pain and passed out. The next thing the patient remembered was waking up in the intensive care unit and a nurse telling him that he had been reanimated. Additionally the patient was told the puncture site had been closed with a starclose se device. The patient indicated he did not know what would be used to close the arteriotomy. Several years ago another coronary diagnostic procedure had been performed without any problems or pain involved. Since the middle of november the patient reported feeling very bad and complained about shortness of breath, dizziness and unspecified blood pressure problems. He went to another hospital, but the physicians at that facility were not able to make any diagnostic findings. An ultrasound examination of his groin was performed but again there were no diagnostical findings. Patient blood was analyzed for inflammation markers, but only slightly increased values were found. A later blood analysis showed no more increased values. The patient reported to be strongly allergic to nickel (indicated that only slight contact on the skin leads to rash and itching) and is now concerned that the nitinol starclose se clip may be responsible for his problems. The patient did not inform the hospital staff of his allergy to nickel at any time. The patient is not taking any allergy medication.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient indicated that the physicians that saw him after the index procedure did not believe that the clip may be responsible for his health symptoms, but also no other etiology could be determined. The patient also indicated that the right leg feels swollen and hurts and his body temperature is only 35 degrees celsius. The patient declined to provide information on the physician that treated him. The patient returned to the hospital on (B)(6) 2011 where the procedure was performed. The site was contacted to request information regarding the patient reported symptoms. The cath lab site contact indicated that the patient still has the clip and declined to provide any information regarding the case. No additional information was provided. The starclose se clip remains in the patient. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The clip device remains in the patient. In this case, there was no reported product deficiency. Based on the reported information, a conclusive cause could not be determined to a relation between the reported patient symptoms and the clip device. Review of the device history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not returned for analysis. There is no indication of a product quality deficiency.